Event description:
It was reported that during routine maintenance, it was observed that the motor device was making a high pitch winding noise. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor ran when the safety was engaged (power broken), which caused the high pitch noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due failure to follow the directions for use and running the device in the safe or load position. This was further defined as user error, abuse, and/or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.